Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer, microbiological culture tests, device evaluation and applicable corrections. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water through the channels and rinses the air/water channel, the auxiliary washing channel, the balloon channel and the forceps elevator. The customer uses detergent dr weigert multizym. For automatic endoscope reprocessing, the user facility uses aer etd4 (endothermo disinfector) along with endodet detergent and endodis disinfectant. The customer cultures the etd4 quarterly but no results were provided. The customer uses wassenburg eset drying cabinet to store the endoscopes. Olympus is the customer¿s maintenance company. The customer did not sterilize the scope. The device was returned to olympus for evaluation and passed all inspections; no problems were found. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is obtained.

Event description:
Additional information was obtained from the customer. The suction channel on the evis exera ii ultrasound gastrovideoscope tested positive for 12 colony forming units (cfus) of acinetobacter ursingii and stenotrophomonas maltophilia. The air/water channel tested positive for eight (8) cfus of acinetobacter ursingii and stenotrophomonas maltophilia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope, which had occurred as part of reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.